Event description:
(B)(4). Customer states that the pump states that only 300ml infused, but the bag was found empty. The staff thinks the pump rate was set to 75ml/hr. Incident date: (B)(6) 2012. No pt injury.

Manufacturer narrative:
B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). The actual device involved in the reported event has been received for evaluation. The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.